Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified broken wires in the interconnect cable. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that intermittently the 9600+ system would lock up and not take x-rays. There was no report of patient injury.